Event description:
Note: this report pertains to one of two devices, a spyscope ds ii access and delivery catheter and a spy ds controller used during the same procedure. It was reported to boston scientific corporation that a spyscope ds ii access and delivery catheters and a spy ds controller were attempted for use in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2025, for the treatment of common bile duct stone. During the procedure, the physician tried to use the spyscope with a non bsc duodenoscope. At first, the spyscope did not work when connected to the controller. After multiple attempts, it started working, but once it was advanced into the common bile duct (cbd), it stopped working again. With no backup scope available, the physician chose to postpone the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (impact codes): impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.